Event description:
It was reported that the pt experienced pain at the implantable neurostimulator pocket site in the left gluteal region. The pt also experienced painful peripheral neuropathy. The pt's device was surgically repositioned on (B)(6) 2006, from the left gluteal region to the left anterior abdominal wall. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).